Event description:
The manufacturer's representative reported that the patient was experiencing lack of pain control. Dye and rotor studies were performed. The patient was taken to surgery. The pump was "floating" and a pouch was placed. The catheter was disconnected from the pump and the hcp was unable to aspirate or inject; a new catheter was implanted. Final patient outcome reported to be "pending".

Manufacturer narrative:
H6-final device analysis reveals catheter leakage-hole.